Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was observed on both leads. Several aborted shocks were recorded due to the noise on the ventricular lead. Both leads were replaced.

Manufacturer narrative:
Analysis found that the is-1 outer insulation was abraded open at 7.2 cm from the connector, exposing the is-1 proximal coil. The damage was caused by friction of the lead to the ICD can, resulting in the noise observed in the field.